Event description:
The customer reported the ventilator shut down, alarmed and restarted while operating. The unit was not in use at the time of the reported problem, therefore, there was no patient involvement of harm. The respironics service technician was not able to duplicate the customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated a +5v and/or 12/24 volt failure. The service technician replaced the mmi pcb to correct the problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.